Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable, hemopro 2 providing intermittent cutting and cautery. The customer switched the extension cable and the hp2 worked without issue. No injury.

Manufacturer narrative:
Updated sections: g4,g7,h2,h10,h11. B5 correction: summary has been corrected. Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sep-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10/213/67) enter investigation the device was returned to the factory for evaluation on 13oct2021. An investigation was conducted on 26jan2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector ends was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device did pass the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "intermittent continuity" was not confirmed. We cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. We cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable, hemopro 2 providing intermittent cutting and cautery. The customer switched the extension cable and the hp2 worked with issue. No injury.